Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Rv capture threshold rises from approximately 2 to 2.5v between (B)(6) 2014 and (B)(6) 2015, and generally remains at 2.5v through (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and varied thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.